Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. All information has been entered into our database and will be included in our trend analysis of this product line. The assesment of this complaint could be not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "pump-flow rate-fast" customer information: the syringe pump received a noradré 0.2 syringe waiting for relay, and the treatment starts at 15:57 at a rate of 7ml / h. At 16:00, a user changes the flow rate to 9ml / h and then to 10ml / h thirty seconds later. At 16:06, a user changes the flow rate to 80ml / h. Hree minutes later and probably after impact on the scope, at 16:09, a user corrects the flow at 8ml / h. The keypad history confirms that all these changes in flow are the result of a manual entry on the devices, under no circumstances the device has itself made any changes.